Event description:
It was reported, the camera head's screen suddenly disappeared. The concomitant devices were restarted and the problem resolved. The issue occurred during the middle of a therapeutic laparoscopic cholecystectomy procedure and was completed using the same set of equipment. There was no delay or report of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head's screen suddenly disappeared. The concomitant devices were restarted and the problem resolved. The issue occurred during the middle of a therapeutic laparoscopic cholecystectomy procedure and was completed using the same set of equipment. There was no delay or report of patient harm.

Event description:
It was reported, the camera head's screen suddenly disappeared. The concomitant devices were restarted and the problem resolved. The issue occurred during the middle of a therapeutic laparoscopic cholecystectomy procedure and was completed using the same set of equipment. There was no delay or report of patient harm.

Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.